Event description:
Pt lift in use. Resident lifted up, lift pulled backwards away from chair he had been sitting in. When the seat began to move, the stabilizing bar that attaches the legs (base) to the arms that hold the seat became loose. It rose up out of its fitting and twisted to the left causing the resident to swing away from the legs (base). This threw everything off balance causing the lift to tip over on top of the resident.